Event description:
Patient presented to the physician with the ipg eroded through the skin at the chest incision site. Physician brought the patient into the operating room and explanted the entire inspire system.